Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction during her 4 day wear of an adc freestyle libre sensor. Customer experienced symptoms described as itching, redness and upon removing the sensor, she observed "small vesicle, small buttons" and irritation at the sensor site. Customer self-treated with atopiclair non steroidal cream and had contact with a healthcare professional who prescribed locatop 0.1% cream (desonide - topical steroid) and aerius (desloratadine - antihistamine) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an allergic skin reaction during her 4 day wear of an adc freestyle libre sensor. Customer experienced symptoms described as itching, redness and upon removing the sensor, she observed "small vesicle, small buttons" and irritation at the sensor site. Customer self-treated with atopiclair non steroidal cream and had contact with a healthcare professional who prescribed locatop 0.1% cream (desonide - topical steroid) and aerius (desloratadine - antihistamine) for treatment. There was no report of death or permanent injury associated with this event.